Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin gauge was inaccurate. Reportedly, the insulin gauge read +60 units of insulin after 300 units were loaded into the cartridge. In addition, it was reported that the pump time was inaccurate. Customer stated the pump date was 1 day ahead. Customer stated they may have accidentally changed the date while changing the time for daylight savings. Customer's blood glucose level was not impacted.